Manufacturer narrative:
Approximate age of device: 6 years.according to the information provided the lvad pump is not returning for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because, it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired from chronic sepsis and progressive heart failure. The patient reportedly had a chronic driveline infection that was well controlled with antibiotics. However, he was no longer responding to therapy for his progressive heart failure and was placed in hospice care a couple of weeks prior to expiring. It was reported to the hospital staff that the patient passed away in his sleep; the pump remained functioning and was unloading until he passed. An autopsy was not performed.